Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open in the distal catheter 0-10 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 80% stenosed, 12 x 3.50 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.